Event description:
The customer reported that the system exceeded the allowable specs for irradiated field size. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was recalibrated to proper spec. The system was tested and found to be working as intended and returned to service.